Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. The instrument was found to have a low grip torque error based on a log review, but the error was not replicated during in-house testing. The instrument was placed and driven on an in-house system. The instrument passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage. Energy was delivered without any issues and the instrument passed the cut test. No errors occurred during testing. Additional information not reported by the site was that the instrument failed the hard grip force test.   This complaint is being reported based on the following conclusion: the failure mode noted in fa investigations could lead to insufficient sealing. Although no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted surgical procedure, the vessel sealer malfunctioned. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: at the beginning of the procedure the vessel sealer was not recognized and had to be reseated. The coordinator stated that the vessel sealer would not work, no energy was being delivered, and no sounds were heard. The vessel sealer malfunctioned and displayed the press arm swap to restore control message. The coordinator stated that the surgeon was not trying to seal on big tissue nor over a staple line. The surgeon opened another vessel sealer and received the same message. The coordinator stated that the second vessel sealer was originally on arm 4, but the issue was resolved after the vessel sealer was switched to another arm. The issue occurred during a colectomy procedure. There was no patient injury and no fragment fell into patient. The procedure was completed robotically.